Event description:
Patient had ejected the implant and it was re-inserted. It was then ejected again after the surgery. Implant was removed.

Manufacturer narrative:
The length, diameter, and distance between threads were all within design specifications. Nothing was found wrong dimensionally or materially with the device. The implant was done as a lone procedure. No adjunctive procedures were done such as an achilles lengthening or a gastric resection which may have prevented the implant from dislodging.